Manufacturer narrative:
(B)(4). Date of event - (B)(6) 2007. Concomitant medical product: vanguard femur, catalog: 183034, lot unknown; biomet I-beam tibial tray, catalog: 141223 lot unknown; unknown biomet 3 peg patella. Therapy date - (B)(6) 2007. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07139, 0001825034-2018-07140, 0001825034-2018-07141, 0001825034-2018-07142.

Event description:
It was reported that approximately three months post left total knee arthroplasty the patient experienced a fall and was noted to have a gastric ulcer and anemia. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.